Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon deflation difficulties occurred. The target lesion was located in the upper leg. The physician advanced a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter and treated the lesion. Upon removal, the device did not deflate immediately. Several different deflation devices were used and after 30 minutes, the balloon had slowly deflated and the procedure was completed. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. The tip, balloon, markerbands, and proximal bond were microscopically inspected. Functional testing consisted of an inflation device filled with water was used to inflate the device to rated burst pressure. Device inflated and held pressure for 5 minutes, without any leakage in the device. Negative pressure was then applied to the balloon, and the device deflated in 8 seconds, which is within specification. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported deflation difficulty. (B)(4).

Event description:
It was reported that balloon deflation difficulties occurred. The target lesion was located in the upper leg. The physician advanced a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter and treated the lesion. Upon removal, the device did not deflate immediately. Several different deflation devices were used and after 30 minutes, the balloon had slowly deflated and the procedure was completed. There were no patient complications and the patient status is stable.